Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found right and left plunger cases were broken and the valox top case was chipped by the front lower left corner. A review of the event history log identified super cap post and force sensor test alarm. Functional testing was performed using the power up process. During testing, the reported problem of super cap post was duplicated and the force sensor failed testing. The root cause of the issue was the super cap design, a failed plunger cable and non calibrated force sensor. To resolve the problem, the super cap, main printed circuit board, plunger cable were replaced and the force sensor recalibrated. This MDR was generated under protocol (B)(4).

Event description:
It was reported that there was a supercap failure and force sense failure. No patient injury was reported.